Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user perceived that high glucose alerts on the ilet were missing despite alert settings being enabled and set to high volume, and support was asked to review alert logs for a defined period. Symptoms included concern about missed hyperglycemia alerts, without reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of device alert history and phone-based troubleshooting and education. Investigation of this case revealed that the device generated alerts as designed, including a correct low insulin alert, and no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user perception of missed alerts with the device operating within specifications.